Event description:
It was reported that pump insulin gauge displayed much lower amount than expected, with pump showing 60 units while caller expected about 120 units, and caller also experienced minimum fill error when attempting to reload cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin, not reusing or overfilling cartridge, and properly removing air, and technical support assisted caller in reloading same cartridge, with no additional corrective actions or final outcome information provided.